Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the trunk cable was cut and pulled from the distribution node, which damaged component t9 and caused the reported check electrode belt alarms. The root cause for the damage could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report she was receiving frequent check electrode belt messages. The patient was issued a replacement electrode belt.